Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net and a follow up in clinic. It was noted that the right ventricular lead exhibited noise, intermittent loss of capture, insulation anomaly and low pacing impedance with a drop to less than half of the baseline impedance. No intervention was performed. The patient was stable.